Event description:
It was reported that this implantable pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. The device battery has 3 years remaining. A request was made to have data from this device analyzed. This device remains in service. No adverse patient effects were reported.